Event description:
It was reported that; there was a screw dislocation visible on the x-rays. There was a revision surgery.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records for this product were reviewed and no anomalies were found. The stryker rep stated that the patient was a smoker, had poor bone quality and that fusion did not occur. The instructions for use part of the surgical technique specifies that fusion is influenced by lifestyle choices such as smoking. Conclusion: the probable root cause is the patient's lifestyle as specifically advised against in the surgical technique.

Event description:
It was reported that; there was a screw dislocation visible on the x-rays.there was a revision surgery.